Event description:
According to the reporter: occurred during the procedure. While suturing, the needle detached from the suture thread. To complete the procedure, another device was used. No known impact or consequence to patient.